Event description:
The meter displayed a clean test area message. The meter is not a new product (out of box). The patient contacted a medical professional for phone advice and did not receive any treatment. Issue was not resolved via troubleshooting. Customer service sent the patient a new meter. This case is being reported as a malfunction, since the clean test area was not resolved.